Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Related to report number #3007042319-2020-03655. Product event summary: one pump, one controllers, one driveline extension cable, were returned for evaluation. Review of the pumps' manufacturing records confirmed that the associated devices met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller, driveline extension cable revealed that the devices passed visual inspection and functional testing. The controller was able to run a motor fixture on dual stators with no anomalies observed. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. An attempt was made to replicate the reported electrical fault alarms during the wet test using the returned pump and driveline extension cable. Each of the returned devices were tested separately with known good representative samples of the other devices. The driveline extension cable did not reveal any anomalies during the wet test. The event was duplicated using the pump; the electrical fault alarms occurred when the driveline connector was manipulated (twisted) in the lab. The vad generated high impedance in the front stator which led to the reported electrical fault events. When the connectors were partially disassembled and viewed under a microscope, foreign material/contamination was noted on the connector socket. Further analysis using fourier transform infrared spectroscopy (ftir) microscope revealed that the foreign material was solid and sticky, consistent with a type of silicone. Log file analysis revealed that (B)(6) and (B)(6) were originally in use. Review of the controller log files associated with (B)(6) revealed a controller power up event at 08:52:56 on (B)(6) 2020. An electrical fault alarm was simultaneously recorded, indicating that the pump's front stator was not connected. Another controller power up event was recorded at 08:57:13 followed by an electrical fault alarm recorded at 08:57:14 due to the front stator not connected. Of note, it was reported that a second pump (B)(6) was used during the reported event; the pump ID programmed in the controller was most likely not updated by the user and continued to be logged as (B)(6). Two (2) additional controller power up events were logged at 09:01:46 and 09:04:01 and two (2) electrical fault alarms were logged at 09:01:47 and 09:04:01, indicating that the pump's rear stator was not connected, likely associated with (B)(6). Following a controller exchange, (B)(6) was in use. As a result, the reported event was confirmed. Based on the investigation conducted, the most likely root cause of the reported electrical fault alarms can be attributed to contamination by foreign material of the driveline connector. The most likely root cause of the controller loss of power events can be attributed to the reported controller exchange and/or troubleshooting of the alarms performed by the site. Additional products: d4: serial or lot#: (B)(6), h3: yes. H6 FDA method code(s): 10, 4112. H6 FDA results code(s): 213. H6 FDA conclusion code(s): 67. H3: yes. H6 FDA method code(s): 10. H6 FDA results code(s): 213. H6 FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information to include the driveline extension cable into the system reported event. Additional products: d1: heartware ventricular assist system ¿driveline extension cable d4: model #: 100us / catalog #: 100us / expiration date: unk / lot#: unknown UDI #: (B)(4) d10: yes, return date: 24-jun-2020 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: unk h5: no h6: patient code(s): c50675 h6: device code(s): c63007 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system 2.0 controller. Model #: 1420 / expiration date: 31-jan-2021 / serial or lot#: (B)(4). UDI #: (B)(4). Device evaluated: yes, return date: 16-jun-2020. No, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 09-jan-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon initiating a west test, a ventricular assist device (vad) exhibited electrical fault alarms within few seconds of powering up. The watts remained below 3.0 at 1800 rmps for one minute, the duration of the wet test. A second ventricular assist device (vad) was used and also exhibited electrical fault alarms. At this time it was decided to change initial driveline (dl) extension cable, controller and power source (battery). In addition, the site changed the basin and spiked a new d5 solution, however electrical faults persisted. Both ventricular assist devices (vad) also experienced high powers, and both controllers unexpected power loss. Both vads along with dl cables and controllers were attempted, not implanted nor used and it was decided to implant a competitor device. No patient complications have been reported as a result of this event.